Event description:
Leakage was noted from the hub and extension tube. During a tae procedure of the right hepatic artery, the prowler microcatheter was connected to the extension tube, then to the power injector when the leakage was noted. The physician held the connection part with his hands, and procedure was continued. There was no adverse event. No crack was found on the hub. No information was available if the hub was noted to be round or oval. The hub of the catheter was connected to the flush system without difficulty or leakage.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet completed. Additional information will be submitted within 30 days upon receipt.